Event description:
The distal tip of this drainage catheter broke off in the pt upon removal approx two months post placement. The retention suture remained attached to the distal detached segment. The proximal end of the suture remained visible outside the pt preventing migration of the detached segment. Uneventful retrieval of the detached segment utilizing a guidewire followed, another catheter was successfully placed witout pt complications. This device was returned, evaluated and retained by this MFR. The device was received in two separate pieces. The break occurred approx 4.5 cms from the distal end of the catheter, at the third drainage hole from the distal end. The edges of the extrusion at the point to breakage were very jagged, but the extrusion itself was pliable and not locked within the stopcock, thus confirming everything was removed as a unit. Follow up could not reveal if resistance was encountered during this procedure. However, as this device displayed characteristics consistent with excessive force, jagged edges on the extrusion, co believes user technique and/or pt anatomy may have contributed to this event and does not attribute it to the device.